Event description:
Reference number (B)(4). Event occurred in russian federation. On 06-jul-2024, reported that patient faced infusion set misshaped packaging and inflated packaging of infusion set. Packaging of all 6 sets were incorrectly shaped. No further information available.

Manufacturer narrative:
Initial and final MDR 1939176 - MDR 3003442380-2024-20957 - device 6 of 6. E1: patient city: (B)(6). Patient country: russian federation.